Event description:
It was reported that the customer was hospitalized for a leg amputation. While in the hosp the pump was taken through an MRI. The displacement test was performed and the insulin pump passed the test. Further troubleshooting was performed and the insulin pump passed all the required testing. No other information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.